Manufacturer narrative:
H3: evaluation summary: the device history record (DHR) was reviewed, and it found that the product was released accomplishing all quality requirements. The complaint sample was returned for reviewing without its package. The sample was evaluated by visual inspection and a pumping test. The result found leaking occurred from a small pin hole at the silicone tube (pumping section). Therefore, the complaint sample could confirm the reported condition. The reported condition was from a part that is manufactured by a supplier. This manufacturing site contacted the supplier and issued a nonconformance report. The complaint sample was returned to the supplier for investigation. The supplier issued a quality alert to production personnel to notify the failure mode reported. The quality alert was created for incoming inspection personnel to notify them of the failure mode and requires the tightening of the inspection for the silicone tubing part. The inspection will include increased testing of samples for leaking, and visual inspection of samples. This manufacturing site will perform 100% screening of the silicone tube for leaks, air bubbles, or damaged before assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak from the pump set during use. The duration of use is unknown. There was no patient harm.